Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 3006705815-2021-03316. It was reported that during routine programing, high impedance issue was observed on contacts one to eight. Patient denies any traumas or falls. Patient has some coverage with the second lead. A surgical intervention is anticipated in the near future. No additional information is available at this time. It is unknown which lead has the high impedance issue therefore both leads are being reported.

Event description:
New information received states that leads were explanted, and new leads were implanted. Therapy restored. No complications during procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.